Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in liquid in lens case/vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -5.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault. The cause of the event is reported as unknown. Reportedly the patient was not satisfied with "implanted effect, give up lens implantation."